Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1 : event site name: (B)(6).

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had catheter restriction alarm. During inspection fse found several fault code # 139 - pmb communication error in fault log. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code , type of investigation, investigation findings, investigation conclusions), h11 corrected field : b3 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and alarm logs did record multiple iab catheter restriction alarms. The fse was unable to replicate the alarm when exercising iabp on a patient simulator and test catheter. Fault logs did record several fault code # 139 - pmb communication error. Power management pcba was replaced as a precautionary measure. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The failure analysis and testing dept. Received part with a reported unit failure of a fault code 139 - pmb communication error. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number. As per the cardiosave dfmea the possible cause of the failure mode ¿fault # 139 (communication with power management board fault)¿ for the part "power management board" is "component reliability".

Event description:
N/a